Manufacturer narrative:
(B)(4). A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was removed due to lens tear. There was no pt injury.